Manufacturer narrative:
Further investigation underway.

Event description:
The user facility in (B)(6) reported during a cataract a posterior chamber rupture occurred. The fluid in the bss bottle ran out before it was detected by scrub staff or people in the theatre. The surgeon performed an anterior vitrectomy and inserted a sulcus lens.

Manufacturer narrative:
A review of stellaris system functionality determined the system was operating normally at the time of the event. The event is not related to the device. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.